Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) replaced the components recommended in the service manual. The cpu tray , a screw set, power cord , and power supply were replaced to resolve the reported issue. Upon completion of the repair, the device passed all tests per the service manual requirements. The investigation concludes that no further action is required at this time.